Manufacturer narrative:
Stryker evaluated the customer's device and verified and duplicated the reported issue. The cause of the reported issue was isolated to the therapy pcb and replaced to resolve the issue. Stryker further evaluated the removed therapy pcb assembly and determined that the cause of the issue is isolated to the integrated circuit, designated u61 or u63. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that there was no paddles lead detection. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.